Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no products were returned for investigation. The complainants findings cannot be confirmed and the complaint shall be closed with an undetermined root cause. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon indicated that previous use of the product (very old) had contributed to it's malfunctioning. Reason for revision: pain, possible infection and loosening. During the preparation of the femur for broaching, the reamer stopped turning and would not advance. Upon closer examination, the drill was turning but the removable shaft attached to the reamer was not. Upon even closer examination, the removable shaft was not engaging with the hudson adapter or the t-handle. The "locking" end of the shaft is burred, squashed, and no longer square. The hudson adapter no longer functioned properly after this incident. The universal revision femoral broach reamer is blunt and not cutting bone properly.